Event description:
The customer reported that the heparin pump pushed 10cc and emptied the syringe into the machine while the patient was on the machine. The machine was programmed for 4cc. This occurred at the beginning of the treatment. The patient completed the therapy then sent to the emergency room as a precaution. The customer technician replaced the heparin pump and performed a functional check with no issues. The machine is back on the floor. The technician will return the heparin pump to b braun for inspection.

Manufacturer narrative:
The actual heparin pump was returned to b.braun. The pump was installed into a laboratory machine at braun and tested. The testing included functional testing along with diagnostic tests in the tsm (technical service mode) on the dialog machine. The heparin pump functioned as designed and delivered the specified amount of fluid within operating tolerance. No specific conclusions can be drawn.